Event description:
It was reported that the transducer prompted a usacquisitionhw_0 error whenever the probe was selected and before the patient was intubated. The user rebooted the system to restore functionality. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that there was not a visible damage on articulation sleeve. The engineers were able to reproduce the usacquisitionhw_0 error. The factory leakage test passed but inter-connectivity test failed. Through destructive analysis, it was found that vnh#0~vpd(p3.3vprb) net had an electrical short (0.047~0.075 vdc). There was no cable short and gastro flex #0 short. The distal flex#0 has been torn nd opened during destructive analysis so it is impossible to confirm a specific short point between distal flex#0 and mmx#0. It is possible that an electrical short between adjacent traces (vnh, vpd) on distal flex #0 according to the drawing. Thus, the possible root cause was determined to be distal flex electrical short because of insufficient flex reliability which is related to design. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.